Event description:
It was reported that during implant the hex wrench was unable to engage with the set screw of the implantable cardioverter defibrillator (ICD). The physician elected to use a different ICD to complete the procedure. The patient condition was stable.